Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via email that the insulin pump alarmed an error alarm and the customer was unable to clear it. Insulin pump was making a continuous beeping, the buttons were not responsive. Customer was unable to resolve the issue by restarting the device. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.